Event description:
The dealer states the consumer advised him that the chair will be driving along and then it will come to a stop after hearing some clanking noise. The dealer has not seen the chair yet to look at fault logs. No further information is available.